Event description:
It was reported that during a benign prostatic hyperplasia procedure, after 60,000j, the fiber stopped working. It began to function again but it was noted to be partially forward firing. The fiber was continued to be used until 71,640j had been used. The procedure was completed with a second fiber for 157,150j. There was no harm to the patient who was discharged the following day.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits moderate char on surface, and indication of slight melting on output window; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.